Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted (B)(6)2002. (B)(4)

Event description:
It was reported that the patient presented to the emergency department with chest pain. A transmission noted the right atrial (ra) lead with intermittent undersensing. The lead remains in use. No patient complications have been reported as a result of this event.